Event description:
It was reported to baxter (B)(4) that the home choice machine (hc) sounded system error 2240 in dwell. The home patient (hp) was connected to the machine. All bags were connected, no open clamps on unused line. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. That patient line did not become separated from the transfer set. The hp did not disconnect any time prior to the alarm or observed air. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. No clinical consequences for the patient were reported

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer, the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.